Event description:
It was reported that event involved a pt in labor & delivery. As epidural catheter was being placed, crna stated pt "threw her hands up in the air".the catheter "traveled upward" and the pt had to be intubated. Second pt was taken via c-section. Both pts were fine with no associated complications reported.